Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 01/13/2026. It was reported that an unspecified malfunction occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The patient reported two events of hospitalization. This is 1 of 2 reported events. Related complaint: (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was reported that the patient was hospitalized twice while being in an active sensor session. This report is to document the first hospitalization event. The patient stated that on (B)(6) 2025, they experienced jumpy readings. The cgm reading was 300 mg/dl (no fingerstick taken), and an hour later while he was teaching a class, he saw that his reading jumped down to 40 mg/dl. The patient felt nauseous but did not go to the hospital. No treatment was reported from that day. On (B)(6) 2025 (the patient was wearing a different sensor that time), the patient was hospitalized and alleged that this was due to the incident that occurred on (B)(6) 2025. It is unknown how the patient alleged that these events were related or how much time the patient spent at the hospital. The patient was then hospitalized again on (B)(6) 2025 and alleged again that this was due to the incident that occurred on (B)(6) 2025. The patient mentioned a diabetic coma but it is unknown how this was related to the event, and at what time this would have occurred. No treatment was reported by the patient. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.